Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an automated impella controller (aic) had damage to the cover to the pump. The electrical connector outlet was broken. This device covers the location where the staff will plug in the electrical connector power source. No patient involvement was reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - damage during therapy has been completed. Data analysis: not informative for this investigation. The logs did not show any anomalies. Device analysis: the console was sent to field service for further investigation. It was determined that the external optical connector dust cover was broken. Root cause: the broken dust cover was likely caused by user-related issues h6 component code 925 was erroneously entered on the initial manufacturer device report number 1220648-2025-28634.